Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 30-apr-2020 and inspection of the unit was performed on 04-may-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, leak at biopsy channel (large/ primary) distal side, prism scratched, distal cap/ case cracked, image shadows, failed wet leak test, insertion tube root brace cracked, failed dry leak test, fluid invasion not observed in control body, fluid invasion not observed in pve connector, operation channel- primary slice by accessory, suction function not performed unit compromised. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: air/water tube, deflector operating wire, deflector staycoil, objective prism assy, operation channel, bending rubber, root brace rubber, o-ring(0.5x1.3), distal case/cap, deflector body link, o-rings and seals. The video duodenoscope is pending repair and final qc approval as of 29-may-2020.